Event description:
It was reported that the customer was hospitalized with dka. The troubleshooting conducted indicated that the device was working properly. However, since the customer's family member was very concerned, a replacement was sent.